Manufacturer narrative:
(B)(4). The complaint device bc191 flexitrunk infant nasal tubing is currently en-route to fisher & paykel healthcare (f&p) in (B)(6) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the bc191 flexitrunk infant nasal tubing disconnected from a fabian circuit. There was no patient involvement.

Event description:
A healthcare facility in germany reported via a fisher & paykel healthcare (f&p) field representative that the bc191 flexitrunk infant nasal tubing disconnected from a fabian circuit. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint bc191 flexitrunk infant nasal tubing was returned to fisher & paykel healthcare (f&p) in new zealand, where it was visually inspected and tested. Results: the bc191 flexitrunk infant nasal tubing connector was tested and confirmed to be within specifications. Visual inspection of the complaint device further revealed that the upper tube is stretched between the 4th and 5th spiral at the circuit connector end, while the lower tube is stretched and torn between the 3rd and 5th spiral at the circuit connector end. Conclusions: we are unable to determine what caused the reported disconnection of the bc191 flexitrunk infant nasal tubing connector as no fault was found with the connector. We are also unable to determine what caused the observed damage on the tubing. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.